Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 5dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator experienced a "turbine failure." The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 17jan2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the blower assembly to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.